Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H11: the actual device and a photo of the sample were received for evaluation. Visual inspection of returned sample did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing were performed on the sample; the device was found to be within the product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non dehp solution set was clogged during patient infusion with docetaxel. The y site (male luer lock adapter valve) was clogged or would not infuse through the y site, where the short set was connected. The primary set was replaced, connected the short set to the new primary tubing, and the chemotherapy was able to infuse. There was no report of patient injury or medical intervention associated with this event. No additional information is available.